Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating that fluoroscopy did not reveal a lead fracture. However, due to the clinically observed out of range impedance measurements, an inner conductor fracture was suspected. Visual inspection identified a kink in the conductor near the patient's clavicle. No additional adverse patient effects were reported.

Event description:
It was reported that this atrial lead exhibited oversensing, pacing inhibition, loss of capture and pacing impedance measurements greater than 2000 ohms. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured approximately 73 mm mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. Additionally, the inner conductor coil was fractured. Due to the fact that the lead was returned with the helix retracted, it is believed that the inner coil fracture occurred during explant due to over rotation of the helix mechanism. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited oversensing, loss of capture, low sensing measurements and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the device and atrial lead were removed from service and replaced. No additional adverse patient effects were reported.